Manufacturer narrative:
Date sent to FDA: 1/9/2020. Additional information: a2, d1, d2, d3, d4, d7, g1, g2. H6 patient code: 2360,1695,1994,2061. Additional b5 narrative: it was reported that the patient experienced removal on (B)(6) 2017. It was reported that the patient experienced pain, adhesion, scarring, disfigurement after the procedure. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.